Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon ruptured and was simply removed from the patient's body. The procedure was completed with a different device. No complications reported and patient was good.